Event description:
It was reported that the right ventricular (rv) riata advisory lead was confirmed to have externalized conductors with high capture thresholds, a fracture was suspected and the right atrial (ra) lead exhibited noise, oversensing and extracardiac stimulation. The ra and rv leads were capped (B)(6) 2024. A full new system was implanted on the right side. The patient was stable before, during and after the procedure.